Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-paddle leads-MRI. Upn: m365sc8436500. Model: sc-8436-50. Serial/batch: (B)(6).

Event description:
It was reported that the implant site was itchy and the patient had scratched open the incision. The site got infected and the infection was not device related. The patient was administered with antibiotics and underwent an explant procedure. The patient was doing well postoperatively. The explanted device components were kept by the medical facility.